Event description:
On 1/16/92 an aus device was implanted. On 11/8/93 the cuff and balloon were revised and a tandem cuff was added. On 2/18/97 information suggests the connectors were removed from the patient and replaced due to urinary retention, and poor cuff deflation. Probably due to fibrosis around distal cuff. Co has requested additional info. Add'l lot/ser no: 8755t 014